Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).